Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported when unpacking the implant, the inner plastic was sticking to the high polished surface of the product.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A size 5 cpt femoral stem was returned for evaluation. As returned, portions of poly bag are attached/melted to the polished surface in two locations. The device history records (dhrs) were reviewed and identified no deviations or anomalies. Review of the complaint history determined that no further action is required. As corrective action, a new supplier for the ldpe bags was selected, and testing was completed to ensure thermal reliability and stability of the new ldpe bags. A removal of the unconsumed affected product was conducted to reduce the reoccurrence of similar complaints in future. The root cause is a previously addressed packaging issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.